Event description:
It was reported that a nottingham ureteral dilator was used during a ureteroscopy with renal stone removal procedure performed some time in (B)(6) 2023 to treat a patient with renal stone. Ten (10) days post-procedure, the patient experienced post-operative pain and was admitted for 23 hours for pain management. On the fifth day post-procedure, the stent was removed. Per physician's assessment, the event was not serious, was not related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 11, 2023, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2023 and ten (10) days post-procedure (pod10) post-operative pain. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of post-operative pain. Imdrf impact code f2303 captures the reportable event of pain management. Imdrf impact code f08 captures the reportable event of admitted for 23 hours for pain management.